Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not charge her ipg as recommended, as a result the ipg became inoperable. The patient had surgery for ipg replacement. The patient had effective coverage of her pain post- operatively.